Event description:
It was reported that upon deployment of a vena cava filter, the filter legs were crossed and did not fully expand. An attempt was made to open the filter legs with a catheter, but it was unsuccessful. The filter was retrieved with a snare device and another filter was deployed without incident. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Based on the available info, the definitive root cause is unk. It is unk if pt and/or procedural factors contributed to the event.